Event description:
Reporter alleged the customer obtained a result of 97 mg/dl on the advantage system with expired strips while he was not feeling well. Reporter stated that she called 911 about 30 minutes later and they obtained a 49 mg/dl result on their system. Reporter stated that the medical professionals treated the customer intravenously, but she could not specify with what, and then took the customer to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.